Event description:
It was reported that the ventricular assist device (vad) exhibited numerous high watt alarms. It was noted that the high watt alarms went up to 22, and the vad was turned off. Log file review, echocardiogram, and transesophageal (tee) were performed, and vad thrombosis was confirmed. It was also noted that the patient is on a very restrict anticoagulation therapy, and on circulatory support till a final decision is made for a potential vad exchange if no heart is matching or available. The patient is clinical stable, and the vad remains decommissioned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed a sustained increase in power consumption and estimated flows, leading to parameters above normal operating range, starting on (B)(6) 2024 and two-hundred and three (203) high watt alarms logged since on (B)(6) 2024. Of note, several vad speed and alarm limit changes were logged within the analyzed period. Review of the event log file revealed a controller power down was logged on (B)(6) 2024 at 17:52:52, which corresponds with the reported decommissioning of the pump. The observed power down event is likely related to the reported vad stop event. As a result, the reported high power and vad stop events were confirmed. The reported thrombus event could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information and historical review of similar events, the most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications, and the patient's complex post-operative course. There are possible patient, pharmacological, and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.